Manufacturer narrative:
Review of instrument images showed the sample was tested twice with crrs3 lot r132 and resulted negative with all three cells. Cell 2 appear to have some red cell adherence. Follow-up with customer: the customer stated that she repeated the sample with crrs 3 lot r132 after decontaminating the instrument a using a new lot of capture-r ready indicator red cells and received a 1+ reaction on cell 2. The customer stated that the same sample was re-tested at the other facility with crrs 3 lot r132 and also received a 1+ reaction on cell 2.

Event description:
Customer reported an unexpected negative result when testing patient sample with the capture-r ready screen (crrs) 3 on the echo instrument.